Manufacturer narrative:
Date of event: (B)(6) 2020. Date of this report: 28 may 2020.

Event description:
The customer reported an air source fault error. The ventilator was being used on a patient at the time of the reported event, however, there was no patient harm. There is currently no report of medical intervention being required as a result of this event.

Manufacturer narrative:
G4: 20jun2020. B4: 22jun2020. The manufacturer¿s international service technician replaced the blower, blower motor controller and oxygen flow sensor to address the reported issue. The unit was checked overall, run in tested, cleaned, functionally tested and no abnormality was confirmed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 08jun2020; b4: 09jun2020. Additional information was received that the problem was discovered during routine checkup and there was no patient involvement. The ventilator's event log shows the occurrence of the diagnostic code related to air valve liftoff failure. The manufacturer¿s international service technician ordered a blower assembly and a blower motor controller board to troubleshoot the device. The repair is still pending. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 23jun2020, b4: 23jun2020. In addition the air exhalation flow sensor was replaced to address the reported issue. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.